Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 0.0598 at the swaged end compared to the nominal pin diameter of 0.0605. Measurement results suggest the pin is not swaged at all. Grips and other components adjacent to the dislodged pin do not show damage which may indicate potential misuse. Dislodged grip pins caused the jaw to be misaligned. The complaint regarding jaws not aligned was confirmed by failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the prograsp forceps instrument jaws did not align. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.